Event description:
It was reported to the covidien territory manager that after undergoing an ablation procedure to treat barrett's esophagus, a pt contacted the treating physician 10 days post procedure to report they were experiencing pain and still unable to tolerate a soft diet. An endoscopy was performed, which revealed ulcers in the treatment area, which is typical post ablation procedure. The pt was admitted to the hosp and treated with intravenous proton pump inhibitors and prescribed sucralfate. The treating physician also advised the pt to remain on a liquid diet until all symptoms were gone.

Manufacturer narrative:
The site has indicated that the sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).